Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure; the permanent cautery hook instrument was staying in a downward motion and would not straighten out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The cable crimp was dislodged from the wrist control cable at the grip hub, leading to loss of instrument function. The crimp, intended to secure the wrist control cable, was found to have slid out from the distal yaw pulley. The detached crimp was captured within the welded grip hub, causing the cable to appear broken, though it remains intact. The probable root cause of dislodged cable crimp is attributed to damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a broken ceramic sleeve. Broken piece(s) are missing as a result of breakage. Size of missing pieces were approximately 2.47 mm x 4.12 mm. Ceramic sleeve does not exhibit scratch marks. Common causes of the failure mode broken instrument ceramic sleeve are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause a broken ceramic sleeve.